Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported arm 3 error 31093. The caller stated that the endoscope connected to arm 3 was removed and placed on arm 4 at the time of the call. The surgeon then completed the process to power cycle the system. After the power cycle, arm 3 continued to display errors at startup. The user retried, the error reoccurred, and arm 3 was then disabled so the case could continue. It was noted that the surgeon would need all four arms to complete the case and might switch to another robot and call back. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to correct the issue. The system was tested and verified as ready for use. Isi did not receive the product involved with this complaint to perform failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. This usm was returned for failure analysis and the reported 31093 error was confirmed and replicated. In lighthouse, the 31093 error was found, along with 1162 error, indicating issue with the cannula sensor, confirming the fault occurred in the field. The usm was installed onto a golden system where the 1162 error was triggered during start up, replicating the reported event. Upon opening cannula mount, fluid intrusion was found on axes controller spar connector #2 (acsc2) printed circuit assembly (pca). The acsc2 pca was aba tested and verified to be the source of the fault. Fa identifies acsc2 is the root cause of the reported event.